Event description:
In this case, approximately 3 years post tavr procedure with a 26mm sapien 3 valve in the aortic position, the patient was admitted to the hospital symptomatic with a mean gradient of 50mmhg. The patient was treated with a 23mm sapien 3 ultra with a successful result and recovering normally. Account name: (B)(6). Case date: on (B)(6) 2023, date submitted: 2023-06-26, case participant 1: full name: (B)(6). Product_type: sapien 3 ultra, valve size: 23 mm, valve position: aortic, model#: 9750tfx23a, serial/lot: (B)(6) (patient). Was the patient alive at end of procedure? Yes. Was valve successfully implanted? Yes. Was there central leak? No. What type of transcatheter heart valve failed? Sapien 3. Failure mode of the bioprosthetic valve? Stenosis. Procedural notes: this was a tavr in tavr. Initial implant of first tavr was on (B)(6) 2019 with a size 26mm sapien 3 from the transfemoral approach. This patient was diagnosed in 2021 with sepsis and developed endocarditis of their tavr valve which was treated with antibiotics. She was admitted to the hospital last week (week on (B)(6) 2023) symptomatic with a mean gradient of 50mmhg. She was treated with a 23mm sapien 3 ultra on (B)(6) 2023 with a successful result and recovering normally.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from a product investigation and medical record review. The following sections of this report has been updated: b4, b5, g3, g6, h2, and h6. The following sections of this report have been corrected h6 device code (from 1270 to 2921 and 1250). The complaints for ''post - implantation - stenosis'' and ''post - implantation - central regurgitation'' were confirmed based on the medical record. A review of the DHR, lot history review and complaint history review did not provide any indication that manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the patient was admitted to the hospital symptomatic with a mean gradient of 50mmhg'' and medical records revealed ''severe aortic stenosis and severe aortic insufficiency of the prosthetic valve.'' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient was diagnosed with sepsis and developed endocarditis in 2021. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection that occurs elsewhere in the body and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In bloodstream, endocarditis can multiply and spread across the inner lining of your heart (endocardium). The endocardium becomes inflamed, causing damage to heart valves/leaflets, resulting in obstruction blood flow with increased gradients. It's possible that the inflammation and/or damage of heart tissue caused by endocarditis caused some narrowing of the arteries and potentially worsened the valve stenosis. As such, available information suggests that patient factors (endocarditis) may have contributed to the stenosis. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). In this case, the patient is reported to have stenosis which can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
Per medical record review, the patient was treated with a 23mm sapien 3 ultra (tavr in tavr) approximately 3 years post tavr procedure due to severe aortic stenosis and severe aortic insufficiency of the prosthetic valve.